Manufacturer narrative:
At this time no conclusions can be made. The medical records provided by the patient¿s attorney do not indicate a root cause for the patient¿s medical condition post implant. It is unclear to what extent the bard flat mesh may have caused or contributed to the reported event. Erosion is a known complication and is listed in the adverse reaction section of the IFU. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2007, the patient underwent surgery for the implant of bard mesh (bard flat mesh). It is alleged that on (B)(6) 2012, the patient underwent revision surgery to excise the eroded mesh. It is also alleged that on (B)(6) 2014, the patient underwent surgery for the implant of unknown non bard/davol product. Attorney also alleges that the device was defective. Addendum per patient medical records: a (B)(6)-year-old g5, p5 female patient with a medical history of significant menorrhagia, stress urinary incontinence and pelvic organ prolapse was scheduled for total abdominal hysterectomy, abdominal cecocolopexy with implant of a bard flat mesh, burch procedure, perineoplasty and cystoscopy on (B)(6) 2007. Per the operative report details, ¿the sutures were placed through a mesh (flat mesh) both interiorly and posteriorly and tied down so that a separate piece of mesh was laid interiorly and posteriorly on the vagina. The anterior and the posterior mesh were then brought together, and the edges were tied together using 2-0 silk thereby providing the interior mesh being sewn to the posterior mesh just proximal to the vaginal apex.¿ following this, burch procedure was performed to elevate the bladder neck, perineoplasty followed by cystoscopy. About 5 years later, on (B)(6) 2012, the patient was diagnosed with large vaginal mesh erosion and was scheduled for a partial mesh excision. During the procedure, breisky's were placed in the vagina to visualize the extruded mesh. Per the operative report details, ¿at the apex, there was a large wad of approximately 2-3 cm extruded mesh (flat mesh), very friable and bleeding. This was grasped with a large triple-toothed tenaculum and the vaginal mesh was cut. Additional mesh was then grasped once again with the tenaculum and an additional centimeter of mesh was excised from the posterior aspect releasing the posterior cuff from the sacral colpopexy mesh. Vaginal colpopexy and posterior colporrhaphy were performed; there was no evidence of any injury to bowel or other structures. Cystoscopy confirmed bilateral ureteral flow, normal bladder, and no injury to the urethra. About 2 years later, on (B)(6) 2014 the patient was diagnosed with posterior vaginal wall prolapse, enterocele and stress urinary incontinence and underwent a posterior repair, bilateral sacrospinous ligament fixation and retropubic sling placement with a non-bard/davol (boston scientific) sling. At the end of the procedure it was noted there was good reduction of the bladder prolapse and normal bladder during cystoscopy with normal efflux of clear urine from both ureteral orifices. The operative report details did not mention any visualization or involvement of the bard flat mesh.